Manufacturer narrative:
The investigation of the returned device was re-done by the failure analysis lab on 3/23/2019. Device evaluation summary: it was reported that a 33-year-old female underwent primary breast augmentation with mentor smooth round moderate plus profile 325cc saline prostheses and experienced bilateral baker¿s grade iii capsular contracture diagnosed by a physician post procedure. The device was received with no fluid. No foreign material was observed within the device or on the shell surface. During evaluation the device appeared intact. No anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the finished device number 5660615, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with mentor smooth round moderate plus profile 325cc saline prostheses and experienced bilateral baker¿s grade iii capsular contracture diagnosed by a physician post procedure. As a result, bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed. This report relates to the left prosthesis. See 1645337-2019-09094 for contralateral prosthesis report.